Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer over bolused during night and woke up in the hosp with low blood glucose. The customer stated that while he was hospitalized he learned the insulin pump has a "lock keypad" to prevent similar situations, but he did not use. No further info was provided.